Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, photograph has been sent for evaluation and will be reviewed by technical support. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the monsoon iii unit has wide black stripe across the display. The stripe starts to appear on device start up then stays there, making the display hard to read. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Device evaluation update: g4, h2, h3, h6 and h10. Results of investigation: the suspect device was returned for investigation and vyaire medical determined root cause due to defective electrical component, 211301.01 mmi complete. The device was beyond repair and the customer bought a new one.